Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly tortuous, mid, left circumflex (lcx) coronary artery. Pre-dilatation was performed with a 2.5 x 8mm balloon and the 3.5 x 18 mm xience prime stent was successfully deployed at 16 atmospheres. Following stent deployment, a proximal edge dissection was observed. A new xience prime stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.